Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post a bypass an external pulse generator (epg) was being used for back up. The epg was programmed at 60 beats per minute (bpm) and the patient's intrinsic rate was approximately 85 bpm, the external pacer inhibiting appropriately. Pacing at 60 bpm was observed with the rate of 85 bpm intrinsic; the patient had a pace to t-wave event to where the patient was coded, shocked and was brought to the operating room (or) with balloon pump placed and ready to reopen with concerns or bypass failure. While in the or the pacemaker was continuing to pace at 60 bpm. The physician turned the rate down to 45 bpm and paced at that rate. It was then decided to overdrive the patient at 90 bpm with the epg so there was no competitive rhythm versus pacing. The epg was replaced with another epg. The patient remained hospitalised with improvement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of a sensing issue. However, analysis did find the upper case was dented and contaminated, lower case was dented, broken and contaminated, one side bail cover was broken and one was missing, one ring cover was missing, one side bail was missing and one was bent, ring was missing and two main printed circuit board (pcb) screws were loose. It was recommended that the device be scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ref uf/importer report # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post a bypass an external pulse generator (epg) was being used for back up. The epg was programmed at 60 beats per minute (bpm) and the patient's intrinsic rate was approximately 85 bpm, the external pacer was inhibiting appropriately. Pacing at 60 bpm was observed with the rate of 85 bpm intrinsic; the patient had a pace to t-wave event to where the patient was coded, shocked and was brought to the operating room (or) with balloon pump placed and ready to reopen with concerns or bypass failure. While in the operating room the pacemaker was continuing to pace at 60 bpm. The physician turned the rate down to 45 bpm and paced at that rate. It was then decided to overdrive the patient at 90 bpm with the epg so there was no competitive rhythm versus pacing. The epg was replaced with another epg. The patient remained hospitalised with improvement. No further patient complications have been reported as a result of this event. The device is expected to be returned for analysis. It was further reported that an epicardial pacemaker was placed during the bypass surgery , the following day it spontaneously began continuous asynchronous pacing at 60 bpm. The pacer fired on at-wave sparking r-on-t phenomenon, the patient went into ventricular tachycardia. The patient coded, was resuscitated and the pacer continued firing and the patient coded again. The patient was then resuscitated a second time . The pacemaker rate was turned to 45 bpm at vvi however it continued operate at 60 bpm. The pacemaker was removed and the patient recovered.